Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-04419. It was reported the patient's leads had migrated and patient lost therapy. As a result, surgical intervention was undertaken during which the existing leads were explanted and replaced. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.